Manufacturer narrative:
A revision to replace the pacemaker has been scheduled for a later date. An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a follow up six weeks after the implant of this pacemaker, it was noted that the battery longevity had decreased to three years and shows a high percentage of battery capacity usage. In addition, radiofrequency telemetry (rf) feature does not appear to be operating in this device. There was a concern that the battery is depleting earlier than expected. A memory download was performed and submitted to boston scientific technical services (ts) for review. Analysis confirmed that there was a potential issue with the pacemaker's telemetry hardware which is causing an increase in power consumption. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
At a later date, the device was explanted and returned to boston scientific's post market quality assurance laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the memory revealed two telemetry system alerts were recorded. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrated high power consumption on the same date the alerts were recorded. Testing of the battery verified a high current condition when the device was stored at 37 degrees celsius. The device case was opened and detailed analysis of the internal circuitry was performed. Testing found an intermittent open condition with one of the components within the radiofrequency (rf) portion of the mixed mode integrated circuit (mmic). This open condition caused a radiofrequency communication disruption which allowed the mmic's digital logic and oscillator to remain active and continuously waiting for a response from the rf module. This anomaly caused the rf feature to not operate correctly as well as a high current drain on the battery which caused the decrease in longevity.